Event description:
It was reported that a user contacted support for assistance pairing a freestyle libre 3 plus sensor to the ilet system and, after scanning, received an ¿incompatible sensor¿ message; the user declined to verify packaging and discontinued troubleshooting after attempting an ilet app reinstall. Symptoms included no reported adverse physiological effects, no glucose-related symptoms, and no alerts or alarms. Outcomes included no medical treatment, no hospitalization, and no clinical impact. Investigation included remote technical troubleshooting and user education regarding sensor pairing and app reinstallation steps. Investigation of this case revealed an apparent compatibility or configuration issue during cgm pairing, with no evidence of device malfunction of the ilet pump or its components identified through remote review. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling or use error during sensor verification and pairing.